Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the helix was found to be fully deployed while attempting to advance the lead numerous times to the right atrium. The lead was removed from the introducer sheath and found to be fully deployed and functional. The ra lead was implanted successfully and remains in use. No patient complications have been reported as a result of this event.